Event description:
It was reported that the user experienced a low blood glucose event after a meal announcement while using the ilet, with glucose ranging from 190 mg/dl to a low of 58 mg/dl and an ilet alert for the low; the event did not persist out of range for more than 90 minutes and was addressed with oral glucose in the form of snacks and a soda. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the low without medical intervention or outside assistance. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no device malfunction, and the event was characterized as hyperglycemia and hypoglycemia of unclear cause in the context of meal announcement and subsequent carbohydrate treatment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.